Event description:
Pt completed routine hemodialysis treatment. Medication given for high bp, prbc given form low hbg/hct. Pt confused at end of treatment. Sent back to pt's room. Labs drawn in 2005 showed high sodium, potassium, chloride and calcium levels for the pt.